Manufacturer narrative:
The customer stated that there was another incident from the same instrument, but no further details were provided. Based on the analyzer alarm messages generated, a preanalytical issue cannot be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable crpl3 tina-quant c-reactive protein gen.3 (crpl3) results for 2 patient samples tested on a cobas 6000 c (501) module. For patient 1 the initial crpl3 result was 0.020 mg/l with a repeat result of 26.58 mg/l. For patient 2 the initial crpl3 result was 0.080 mg/l with a repeat result of 40.62 mg/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The crpl3 reagent lot was 274189 with an expiration date that was requested but was not provided. The investigation is currently ongoing.